Event description:
The customer reported that an intermittent communication error was displayed on the system and it would lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos, gpos, single board computer, isolated interface board, and the ethernet cable were replaced. The system was tested and found to be working as intended and put back into service.